Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump did not alarm no delivery, and the customer was experiencing high blood glucose for a week. Troubleshooting was performed. The manual prime was done and the insulin did exit. Ran the high pressure test and the test failed twice. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.